Manufacturer narrative:
Ref: additional event problem patient codes: e172002 - cellulitis e2340 - wound dehiscence ref. Initial reporter's occupation: corresponding author this MDR is being reported as an individual event type as serious injury due to the medical intervention for the reported complications. Multiple attempts were made to contact the corresponding author for additional information, including relevant lot numbers. To date, no additional information has been obtained. The lot numbers associated with these events remain unknown; therefore an internal investigation could not be performed. Based on the reported information, a relationship between the events and the strattice devices cannot be determined. As per the article, the study identified obesity, rectus muscle violation, and bridged repair as independent risk factors for hernia recurrence. In addition, none of the mesh explantations in the study were due to mesh infection. No further actions are required; a nonconformance could not be confirmed. If additional information is received, a supplemental report will be submitted.

Event description:
During a literature review performed by patient safety operations, the following article was identified "outcomes of abdominal wall reconstruction with a bovine versus a porcine acellular dermal matrix: a propensity score-matched analysis of 725 patients" which discussed a retrospective cohort study of patients who underwent awr from march 2005 to june 2019 and the primary comparative outcome measure was hernia recurrence with badm versus padm and a secondary outcome was the incidence of surgical site occurrence (sso) and surgical site infection (ssi). 725 patients were identified who underwent awr using bovine adm (badm) or porcine adm (padm). The mean age was 59.8 ± 11.5 years, mean body mass index was 31.4 ± 6.7 kg/m2 , and mean follow-up time was 42 ± 29 months. Hernia recurrence rates in badm and padm groups did not differ significantly. Ssos and ssis rates did not differ significantly in the padm and badm groups, respectively. Conditional logistic regression model and marginal cox proportional hazards regression model determined that type of adm was not significantly associated with ssos or hernia recurrence. Comorbidities included coronary artery disease, diabetes mellitus, hypertension, pulmonary disease, renal disease, prior abdominal surgeries, and extirpative defects. One hundred forty-three strattice patients also had preoperative chemotherapy, and 57 had preoperative abdominal wall radiotherapy. The overall conclusion reported that both badms and padms provide durable, long-term outcomes. The hernia recurrence and postoperative surgical complication rates were not significantly different between badm and padm. Using multivariable analysis, the study identified obesity, rectus muscle violation, and bridged repair as independent risk factors for hernia recurrence, whereas component separation was protective against it. However, the type of adm used was not predictive of hernia recurrence. In addition, the article did note that their mesh infection and explantation rates are considerably lower than those reported in the literature, which is particularly significant given the complexity of defects in our patient population. None of the mesh explantations in the study were due to mesh infection. This suggests that mesh explantation is not usually required for adm in the face of clinical infection.